Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty charging the pump. In addition, a malfunction alarm occurred. The customer's blood glucose level was 66 mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.